Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during incoming inspection, the seal on the sterile package was found weak. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated. Inspection of the returned device revealed no evidence of defective seal. Device history record was reviewed and no discrepancies were found. The device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.